Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was on disconnected mode and not crossing patient information. The technical support specialist found the issue got resolved on customer end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not communicated and on disconnected mode. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.